Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a stapler. Visual inspection of the instrument noted the center bar had retracted in the retainer. The single use loading unit (sulu) displayed a full complement of staples and the interlock was not engaged. Functional evaluation could not be performed due to the center bar in the retainer. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the center bar retraction condition may occur if the loading units are unloaded improperly. After firing, if the firing knob is not fully retracted, difficulty in removal of the loading unit may be experienced and the center bar may fall back into the firing knob retainer. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic anterior resection procedure, the device did not fire. The surgeon closed the device but the black knob would not advance. She opened and closed it again but it still would not advance. A new stapler was used in order to complete the case. No patient injury.